Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implantable cardioverter defibrillator (ICD) system, the patient had a syncopal ev ent. It was noted that the patient had received dialysis earlier that day. Upon checking the device, the right ventricular (rv) lead had high thresholds and t-wave oversensing (twos). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.